Event description:
During the procedure to implant excluder endoprosthesis devices, because of prolonged procedure time, blood loss of in excess of 1 liter was experienced. The majority of the blood loss occurred through the gore introducer sheath. Six units of blood were given to the patient. The patient was fine at the end of the procedure. No allegation of product deficiency was made.